Event description:
It was reported that the customer was hospitalized due to a cause which was unrelated to diabetes and that the insulin pump alarmed button error. The blood glucose reading was 350 mg/dl. The customer stated that the numbers on the insulin pump began scrolling between 1 and 500. No significant events leading to the alarm were observed. He complained of sickness and vomiting. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm or unexpected scrolling numbers were noted during testing. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump also had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.